Event description:
It was reported that low impedance measurements had been seen on the atrial lead following an unrelated surgery. The patient was experiencing chronic atrial fibrillation. The lead was left in place as sensing values were in range and pacing therapy was not needed due to the patients condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).